Event description:
Healthcare professional reported left side rupture via MRI. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported left side rupture via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Event description:
Healthcare professional reported left side rupture via MRI. The device remains implanted.